Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported system error 109 that was not reproduced but confirmed through review of the history log. Evaluation could not find component causality, but the I/o pcb board and motor assembly were replaced as known contributors to system error 109.

Event description:
It was reported that a spectrum pump experienced a system error 109 during therapy in the medical surgical care area. It was also reported there was no patient injury.